Event description:
Stryker glideaway 1005 stretcher spontaneously collapsed with a patient on it reportedly with no one touching the controls. The patient on the stretcher was jostled as the bed collapsed causing an intentionally retained tandem and ovoid instrument to perforate her uterus, which resulted in a return to surgery for complete hysterectomy.